Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg 43 mg/dl); cause was not known. Glucose tablets were consumed to address bg. As customer did not have a computer, tandem technical support was unable to review pump data for a possible cause of low bg. Recommendation was made for customer to discuss event with a healthcare provider.